Event description:
It was reported that noise was oversensed on the ventricular channel. The noise triggered vf detection and hv charging. The charge was aborted before therapy was delivered. Review of the session records noted decreased sensing. Patient was asymptomatic. The physician capped and replaced the lead.